Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to advise they were changing the control board as they needed the device to be in working order. There was no reported pt involvement and/or impact.